Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained vf episode was observed via a merlin.net transmission. Lead noise was suspected. Lead testing was normal when the patient presented to the clinic for subsequent follow-up. The device was reprogrammed. Further merlin.net transmissions were later received for non-sustained lead noise episodes. Further lead testing was recommended. Both device and lead remains implanted.